Event description:
Journal article received: the journal of trauma injury, infection and critical care; minimally invasive percutaneous plating of distal femoral fractures using the dynamic condylar screw: authors: in-ho jeon, md, chang-wug oh, md, sung-jung kim, md, byung-chul park, md, hee-soo kyung, md, and joo-chul ihn, md. A total of 16 supracondylar or intracondylar femoral fractures were treated with percutaneous plating with the dynamic condylar screw (synthes) without bone graft. It was noted that one patient presented with multiple fractures in the lower extremity, resulted in a nonunion status post 7 months plate and dynamic screws implant. Subsequently, the patient was revised to new hardware and bone graft. It is unknown if this is a synthes product. This report is for an unknown amount of plate(s). This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Date of event: november 2004. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.